Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages. There was no patient involvement.

Event description:
The customer reported alarm - error codes/messages. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 04/09/2020 to the present date 1/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.